Event description:
The dealer received a call that alleged the consumer fell while using the walker and was transported to the hospital. The consumer was still in the hospital the day after the alleged incident. The details of the alleged injury are not known at this time.

Manufacturer narrative:
The manufacturer of this walker is unknown. Evaluation: (B)(4). The device was returned for evaluation. Visual and functional inspection was performed. Visually, there was no defects found other than minor issues with minor scratches and missing paint. Functionally, there were no physical issues with the hand grips, snap buttons to adjust the height, and the movement of the left and right side frame locks used for folding and unfolding. No issue was isolated with the device.

Event description:
The dealer received a call that alleged the consumer fell while using the walker and was transported to the hospital. The consumer was still in the hospital the day after the alleged incident. The details of the alleged injury are not known at this time.

Manufacturer narrative:
The manufacturer of this walker is unknown.